Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported by mail that implant was placed (B)(6) 2022 and removed on (B)(6) /2024. Clinician stated the crown broke off and implant was chipped.

Manufacturer narrative:
Zimvie received one (1) tsvtwb10 (imp,tsv,4.7,10,mtx,mg) for evaluation. A visual evaluation was performed, damage to the implant was identified. Bone debris on external threads. The implants collar was fractured. There was a fractured screw stuck inside the implant. DHR review was completed for the subject lot number 1256293. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256293 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was the clinician selected an implant that was unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured, and a fractured screw was identified stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.